Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device reached recommended replacement time in less than five years and the longevity was unexpected. Also, the right ventricular (rv) lead impedance was approximately 1280 ohms and the lead had a chronic high threshold of 5.5 volts at 0.5 milliseconds. The device was explanted and replaced. The rv lead is still in use. No patient complications have been reported as aresult of this event.